Event description:
It was reported that during peritoneal dialysis (pd), a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) machine during dwell 3 of 4. The home patient (hp) stated she had an unused line in her organizer with the blue clamp open. The baxter technical service representative (tsr) advised the hp to end therapy and explained the proper procedure for using clamps on unused lines. The tsr assisted the hp to end therapy and remove the cassette. The hc was operational. There was patient involvement; however, there was no patient injury, medical intervention, or adverse reaction associated with the reported condition.

Manufacturer narrative:
(B)(4). This report is for a system error 2240, where the home patient stated she had an unused line in her organizer with the blue clamp open. Proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide instructs the users that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up medwatch will be submitted.